Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump would not turn back on following a battery change. Her blood glucose was 323mg/dl at the time of reporting. After troubleshooting, the insulin pump would not turn back on despite the battery channel appearing to be free of damage. The insulin pump is being replaced via out-of-warranty replacement. No equipment is being returned. No additional information was reported.